Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This crt-d remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
This device was discarded and is not expected for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that indicated this device was explanted and discarded. No additional adverse patient effects were reported.